Event description:
It was reported by service report that the connector for the communication cable was broken and the communication cable was missing. No patient involvement or adverse consequences are reported.